Event description:
During setup, the measured fio2 always resulted 21% no matter how much fio2 was set. Calibration of the o2 sensor did not solve the issue. Replacing the o2 sensor resolved the issue. No pt was involved in this case.